Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that rubella calibration failed with error code 1048: calibration check failure, cal a/b ratio too high, on the axsym analyzer. The customer also noted that they had also calibrated with a 6-point calibrator that also failed and that they had replaced and calibrated the sample probe. The abbott customer technical advocate (cta) instructed the customer to decontaminate the 1, 3 and 4 lines and to replace the generic solutions. The cta instructed the customer to centrifuge the calibrator for diagnostic purposes and recalibrate. The calibration then passed. No impact to patient management was reported.